Manufacturer narrative:
The reported field event of inappropriate high voltage (hv) therapy was confirmed. Analysis of the durata lead identified clavicular crush damage between the suture sleeve tie impressions and the superior vena cava (svc) shock coil, breaching the svc conductor cable, inner coil lumens, liner of the inner coil, and the blue coating of one of the svc conductor cables. The exposure of the inner coil and the breached svc cable coating at this location resulted in inappropriate hv therapy.

Event description:
Diagnostic imaging was performed to confirm lead dislodgement.

Event description:
The patient presented to the hospital after receiving inappropriate defibrillation therapy due to a lead dislodgement. The lead was explanted and replaced. The patient was stable.